Manufacturer narrative:
The actual patient weight was (B)(6) which did not fit in the field due to character limitations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, tracer registration was 1cm inaccurate to the left on all anatomy. No further details regarding the procedure, or the alleged inaccuracy, were provided. The surgeon opted not to try re-registering the patient and continued with navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.